Manufacturer narrative:
Additional information: manufacturer narrative the actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported device had an excessive alarming was not identified during the customer call. The case escalated to dchu. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when using the end tidal co2 monitor the patient complained the device alarmed excessively. The noise has resulted in the patient "not sleeping for extended periods of time". There was patient involvement, but no harm. The clinician communicated a product enhancement request to be able "to reduce the sound or change the parameters for this particular patient."

Event description:
It was reported that when using the end tidal co2 monitor the patient complained the device alarmed excessively. The noise has resulted in the patient "not sleeping for extended periods of time". There was patient involvement, but no harm. The clinician communicated a product enhancement request to be able "to reduce the sound or change the parameters for this particular patient."

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.